Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a safety clamp on the IV set that did not engage when the pump door was opened. An unregulated flow situation was reported as a result. Pm testing was performed on the event device and also two other modules using the incident set. A 125ml/hr. ¿run test¿ was performed. When opening the door a ¿close door¿ error occurred and when the infusion was paused and when the door was opened in both cases the sear was dis-engaged. There was no report of patient harm.